Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation but that evaluation has not yet been completed. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 02/04/2015 with the following findings: there were loss of prime warnings observed in the pump¿s black box due to an unidentified low force. The pump was exercised for 24 hours at a 1 unit per hour basal rate with no alarms or warnings occurring. The pump passed a force calibration check. The force sensor pins were firmly seated inside the pump and there was no evidence of cracked or broken solder connections. There was no evidence of contamination or moisture on the internal components of the pump. An unexplained loss of prime event was observed in the pump¿s black box, but could not be duplicated during investigation.